Event description:
It was reported that the customer experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Suspected cause was customer's settings were incorrectly entered into the pump. Customer consumed glucose tablets to address bg. Customer updated their pump settings to address the event.